Manufacturer narrative:
Evaluation summary: a kink was evident to the hypotube. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 16th to 20th distal stent wraps with struts raised and stretched. No deformation was evident to the distal tip. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a lesion located in the proximal obtuse marginal (om). The device was inspected with no issues noted. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. It was reported that stent deformation occurred in vivo during positioning/advancement. It was reported that while attempting to direct stent resistance was encountered at the lesion site so the device was removed so that the lesion could be dilated. It was noted that there was also resistance taking the stent back into the guide. The stent was not implanted. The procedure was completed using a 2.5 x 18 mm non-medtronic stent. The patient was reported to be alive with no injury.